Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). A surgical procedure was performed and it was found that the cuff eroded into the bladder. The cuff was removed and a new one was implanted. There were no additional patient complications.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device was unable to be performed as the (lot number, batch number, serial number) is unknown. Due to the lack of product return, the clinical observations of erosion and urinary incontinence could not be confirmed.

Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). A surgical procedure was performed and it was found that the cuff eroded into the bladder. The cuff was removed and a new one was implanted. There were no patient complications.